Event description:
During a coronary artery stenting treatment procedure, difficulty removing the balloon was encountered. The physician was able to deploy the express2 monorail 12mm x 4.5mm stent without incident. Then the physician encountered difficulty deflating the balloon. The physcian tried to over inflate the balloon to burst it, but was unsuccessful. A bmw guide wire and al/gf medium guide wire were used. After 10 minutes, the physician eventually was able to withdraw the balloon out the pt. The pt's status is listed as "ok." No other pt injuries or complications have been reported. Multiple attempts to obtain additioanl info have been unsuccessful.